Event description:
Reporter states customer's blood glucose readings were about 600-800 mg/dl taken on the advantage system, which is outside the meter reading range of 10-600 mg/dl. No actions taken based on device results. Requested return of suspect device and replacement was sent.